Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 197 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off the end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.